Event description:
Complainant states that a 3000cc canister imploded in an or overnight. No patient consequences, no injury to staff.

Manufacturer narrative:
Complainant stated that event occurred overnight and lot number, serial number, or photo are unavailable. We have examined/tested samples taken from inventory and are unable to verify complaint.